Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on 21-may-2025. The site of detachment was from tubing connector. The infusion set was in use for 2 day. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-01388), was submitted on 05-jun-2025. Upon completion of the investigation, the manufacturing date was updated as 29-aug-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008591 in question was manufactured at the osted site. Device history record (DHR) review: the lot 6008591 was manufactured according to 3902085 [80] appendix 1 batchcard for production of packaging room on 29-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing required according to sop 3709030, complaint handling (rev. 21). Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.